Event description:
Event detail: it was reported that the pt underwent surgery to their rotator cuff, utilizing multiple implants. The pt was later found to have a surgical site infection and had to have the implants removed.

Manufacturer narrative:
Zimmer tmt was notified of this event through the medwatch system. Attempts are being made to ascertain details of the event. Should add'l info be obtained, this report will be updated.